Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (30 mg/ml at 4.117 mg/day), hydromorphone (20 mg/ml at 2.745 mg/day), clonidine (0.2 mg/ml at 0.02745 mg/day), and bupivacaine (20 mg/ml at 2.745 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2017 it was reported that beginning a few months ago the pump wasn't helping the patient like it used to; she was not getting the pain relief she used to. On (B)(6) 2017, when the patient went in for a pump refill, they discovered that the pump was only using half of the medication. The patient was asking if it was possible for a mass to form at the end of her ¿tube¿. The patient had an MRI scheduled to check for problems with the catheter. The patient was also wondering if scar tissue might have an affect with regards to the volume discrepancy. The patient noticed that the dates on her ptm (personal therapy manager) weren't corresponding for her last 3-4 refill visits stating that it was bringing her in so much earlier for refills. The patient asked if the ptm would indicate if her ¿tube¿ was kinked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient was requesting clarification regarding the MRI compatibility guidelines. The patient was hoping to have an open MRI. The MRI was to check on a suspected problem with the pump therapy which the patient had previously reported in (B)(6) 2017. The patient stated that per her understanding ¿it can crystalize in the catheter to prevent the medication from getting where it is supposed to¿ and they were wondering about this. The patient had been having the problem since implant, but was assured that her catheter was where it was supposed to be. The patient was intending to go ahead with a close MRI to check on the suspected problem. No further patient complications have been reported as a result of this event.